Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-dependent patient presented in-clinic, the device had reached eri and eos prematurely due to premature battery depletion. The device was explanted and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The previously reported 0 report source of "blank" was incorrect. The correct response is health professional, user facility, and company representative.